Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life w/ damage) issue. The reporter stated that the alarm history indicated the battery life was less than expected and that the battery cap threads were stripped. Reportedly, the battery cap had never been changed and the user guide recommends changing the battery cap every six months. The reporter denied moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/16/2014, device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Review of black box data did not find evidences of short battery life. The pump powered up with the returned battery cap and functioned properly. All the buttons responded normally. A rewind/load/prime sequence was executed without incidents. The electrical current draws were within specifications. Pump casing was opened and no evidence of moisture intrusion or loose components was found inside the pump. The investigation was unable to verify or duplicate the reported battery life issue. Unrelated to the reported battery life issue, the battery compartment was found to have cracked below the grip pad.